Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Two photos were provided, and the carrier tube was identified on the provided photos. The bypass tube at the distal tip appeared to have been dislodged with visible signs of blood. No other damage or issues were identified. Two photos were provided, and the bypass tube appeared to be dislodged at the distal tip. The complaint was able to be confirmed for a dislodged bypass tube. The exact root cause cannot be determined. It is possible that the bypass tube was dislodged during attempted insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control.

Event description:
The user facility reported that an 8fr angio-seal was used for 8fr puncture of the femoral artery during an emergency thrombectomy surgery. The physician correctly followed our operation procedure, however, found that the collagen sponge was not released. He exchanged with a new angio-seal and finished the surgery successfully. There was no blood loss. Additional information was received on 28may2025: the size of the procedure sheath used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. It was confirmed that the puncture site was not at the vascular bifurcation. The angio-seal did not deploy so it was pulled out. The procedure was completed with another new angio-seal device.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact: requested, unknown e1: phone number: requested, unknown e3: occupation: requested, unknown the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.